Event description:
It was reported that the pump alarmed no disposable and would not run. Per reporter, troubleshooting was performed but the issue was not resolved. The rate of infusion was programmed at 3 ml per hour, the remaining volume was 14.1 ml, and the volume given was 122.3 ml. The event took place at the patient¿s home, and no symptoms were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D5: corrected. H6 codes: updated. The suspected pump was not returned for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined.